Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 410 mg/dl. The customer went to perform a bolus and the alarm occurred. She noted that she was using her back up insulin pump because her original device had stopped working. Upon troubleshooting, it was found that the insulin pump was working as designed. Advised that the alarm was caused by an infusion set or reservoir conclusion. The customer stated that she was using the reservoir-tubing connection point as her quick release, which was recommended against; she noted that she did this due to insertion site issues. Nothing further reported.